Event description:
Subsequently, boston scientific received information that this patient had died approximately two months later. There were no reported allegations or complaints that this lead issue may have caused or contributed to this patient's death.

Event description:
Boston scientific received information that during a routine device check, right atrial (ra) lead pacing impedance measurements were 1,900 ohms, with pacing threshold measurements within acceptable limits. Upon sales representative interrogation, ra lead impedance measurement was 640 ohms and trending impedances displayed some impedance spikes nearing 2,000 ohms. A venogram was performed and a break in the ra lead insulation was observed. Additionally, the patient implanted with this lead was enduring unspecified vascular issues and the patient's cardiologist was to follow up with the vascular surgeon, prior to performing a revision procedure. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information from the local representative that this patient had been very ill associated with multiple medical heath problems including cancer. The physician reported that the use of the lead did not cause or contribute to the patient's death. The patient's cause of death was attributed to multi-organ failure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.